Event description:
It was reported that during a laparoscopic pancreatectomy procedure, there were problems opening the device. The device became stuck on the pancreas then it finally released after pressing the release button several times. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): premature sled movement. The ec60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.